Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. It was further reported that the end of the infusion the balloon end "dipped". It was further stated that the balloon did fully discharge the contents; however, the full dose of medication had gone through. The device was filled with fabrazyme. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.